Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/11/2015 the reporter contacted animas, alleging a casing moisture ingress issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: pump powers with returned battery cap. Battery compartment cracks observed in thread area and below grip pad. No evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination inside pump on master processor circuit and battery canister.